Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The articulating arm was replaced and return requested for suspect articulating arm. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that outside of a procedure, the articulating arm on the navigation system would not fully tighten to the mayfield. There was no patient present when this issue was identified. No additional information is available.